Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high¿; although specific value was not provided. Cause was not known. A correction bolus was delivered to address bg. A system check was performed, and cartridge has been used beyond labeling. Technical support educated the customer on insulin labeling. Recommendation was made to consult with a healthcare provider regarding diabetes management.